Event description:
The surgeon implanted a cq2015 collamer three-piece lens but it tore while being inserted. The lens was removed with no patient injury, the incision was not enlarged. The reporter stated it was unk as to why the lens tore.

Manufacturer narrative:
H6: method-work order search for the lens and cartridge. Results-was performed and no similar complaints were found within the work order. A cartridge work order search was performed and eight similar complaints were found within the lot of product.